Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels exceeded 600 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient's mother stated that the reason for the event was because of a pod malfunction. The patient was taken to the hospital and was placed in the intensive care unit. While there the patient was treated with intravenous therapy and insulin drip and electrolytes. The parent of the patient stated that they will use manual injections until they get the dash device.